Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during a routine device change out, there was a polarization change noted of the atrial lead caused by what appeared to be insulation damage by the anchoring sleeve. The lead was capped and replaced. No patient complications have been reported as a result of this event.